Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridges during the load process. Reportedly, the customer heard a "whoosh" air sound. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.